Event description:
It was reported that the needle length is too long on the bd nano¿ 2nd gen pen needle. The following information was provided by the initial reporter: consumer reported needle length too long.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the needle length is too long on the bd nano¿ 2nd gen pen needle. The following information was provided by the initial reporter: consumer reported needle length too long.